Manufacturer narrative:
System analysis/ service repair date: 20jan2017. The reported fiber port overheat error was confirmed and it was determined to be due to a faulty resonator. The resonator was replaced. The system was tested and verified to meet manufacturer's specifications. The suspected faulty resonator has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during a prostate procedure, with a patient on the table, after a few minutes a message was observed instructing the user to clean the fiber. ¿overheated port¿ message was also observed on the display screen. The customer replaced the first fiber however the attempt to continue with the procedure was unsuccessful. The procedure was completed with a different device. No patient or user injury was reported.

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. Service in the field was performed on january 20, 2017. The replaced resonator s/n (B)(4) was received at the manufacturer on may 16, 2017.

Manufacturer narrative:
Service in the field was performed on january 20, 2017. The replaced resonator s/n (B)(4) was received at the manufacturer on may 16, 2017. The resonator was evaluated on june 28, 2017 and noted no packaging damage on crate and no external damage noted on the resonator; found coupler lens with contamination on fiber side causing temperature to rise to quickly. The coupler lens with holder and desiccant were replaced, a new test report was completed. Based on fa report, the probable root cause was determined to be due to contamination on the coupler lens in the resonator.